Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 43 fractured. Construction was a removable denture placed on the implant. The implant shows severe damage due to removal. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading on the implant.

Event description:
Implant fracture.